Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A connection issue during an implant attempt of the subject pacemaker was reported. Specifically, it was indicated that the device had a faulty set screw. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
A connection issue during an implant attempt of the subject pacemaker was reported. Specifically, it was indicated that the device had a faulty set screw. Another pacemaker was subsequently implanted instead.